Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb.

Event description:
It was reported that the spinal cord stimulation (scs) patient perceived loss of therapeutic efficacy. During a follow up visit, a lead migration was identified and confirmed through medical imaging. There were no reported changes in patient weight or implant depth that could have contributed to the reported issue. Troubleshooting measures included device reprogramming, which provided temporary relief. However, a revision procedure was subsequently performed to reposition the leads by approximately two vertebral levels. Electrocautery was used during the procedure. No devices were explanted. Postoperatively, the patient is reported to be doing well.